Event description:
It was reported that during an anterior cruciate ligament surgery the device could not be "folded" for retraction. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 10-may-2023: it was further reported that the drill could not be properly folded back to the original position after use, which made it difficult to remove the instrument through the drill channel. It was drilled with the device in a straight position.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-1204af-85 was received for investigation. The returned device was visually inspected, and it was noted that the inner shaft was detached from the adapter tube/hub at the proximal end. Functional tests found that the cutter blades do not move when the driver is pulled. The most likely cause for the reported failure is user error for applying excessive force during use.